Event description:
A zoll patient service representative (psr) contacted zoll customer support to report that a (B)(6) male patient's monitor was alarming the check the belt and displayed all electrode with a red x. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt message, all electrodes showing a red x) was confirmed. As received the monitor was unable to read a waveform. Upon investigation u612, an inverting charge pump, was found to have an improper -5vbn output voltage. The cause of the inability to read a waveform was the improper output voltage from u612. The root cause for improper output at u612 cannot be positively identified. No adverse event resulted from the defective u612. The patient received a replacement monitor.